Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient presented to the hospital with an inflatable penile prosthesis (ipp) that was not working properly. Upon explant, the physician determined that the tubing connecting the pump and cylinder had been broken. A new ipp was implanted. There were no patient complications reported.

Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned component underwent a thorough analysis. The pump was visually inspected, microscopically examined, and functionally tested. There were no leaks found, but the tubing had been identified to be cut down to the pump block. The pump was functionally tested and performed within product specifications. Based on the information available and analysis results, the product allegations were unable to be confirmed; therefore, the conclusion of cause not established was chosen. Updated c2/d10 concomitant therapy.

Event description:
It was reported that the patient presented to the hospital with an inflatable penile prosthesis (ipp) that was not working properly. Upon explant, the physician determined that the tubing connecting the pump and cylinder had been broken. A new ipp was implanted. There were no patient complications reported.